Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After advancing the device into the left superior pulmonary vein (lspv) and completing 4 applications in basket and 4 in flower, it was attempted to cannulate the left inferior pulmonary vein (lipv) but the guidewire appeared to be caught inside of the catheter. The catheter was removed from the patient and the issue persisted. The catheter was replaced and the same wire was used to complete the procedure. No patient complications were reported. The use of the farawave catheter to treat a persistent atrial fibrillation is consider an off-label use. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.